Manufacturer narrative:
Final analysis revealed the cause of the field complaint is consistent with anomalies associated with device upgrade procedure and not device related. No anomalies were noted.

Event description:
It was reported that during prior implant procedure, the pulse generator exhibited rf telemetry anomaly. The device was not used and replaced. No patient was involved in the event.